Event description:
On 6/18/99, a donor center reported being informed by their customer hospital that a platelet product, the center had provided, was transfused to two patients on 6/7/99. This product had been provided to the hospital as a single product and was split by the hospital. About 1 hr post transfusion, one of the pts who received this product began shivering (hr 120, bp 135/75, rr 23) 25mg of benadryl was given. Ten mins later the pts record indicates hr 108, rr 28 and pt sleeping. One and 1/2 hr post transfusion, temp. 104.4, o2 sats 88%, rr 30s, using abdominal muscles. Pt was given 100% o2 via nrbreather, & transfusion reaction orders implemented. The pt expired 2 days post transfusion. The pts blood was cultured and staphylococcus aureus was identified. The transfusion bag was discarded without being cultured by the hospital. The event involving the 2nd patient is being reported to the FDA separately.